Manufacturer narrative:
On 11/21/2019, mentor became aware that previously submitted psr reference numbers (B)(4) were duplicated. Any additional event information received will be submitted under this manufacturer¿s report number. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 05/21/2019, a manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Device evaluation summary: during evaluation of the sample it was observed a crease in the anterior aspect and extended to the posterior view. No additional anomalies were observed. Based on the facts of the case, is unrelated to the breast implant and related to the patient condition. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this lot. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This condition has also been associated with device deflation/ rupture, wrinkling and/or displacement of the prosthesis. Capsular contracture may be more common following infection, hematoma, and seroma, and the chance of it happening may increase over time. No further investigation will be conducted on this complaint due to external cause. The reported complaint could not be confirmed. This report is not intended to deny that patients experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis.

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: capsular contracture baker grade IV. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old hispanic female patient underwent a breast augmentation revision with a mentor memorygel breast implants 400cc and experienced bilateral capsular contracture baker grade IV. As a result, the patient underwent removal and replacement with mentor memorygel breast implants 400cc, catalog number 3504001bc, serial number (B)(4), lot number 7692847 (r) and serial number (B)(4), lot number 7587588 (l) on (B)(6) 2019. This report is for the left side.